Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform displacement test due to display anomaly.

Event description:
The customer reported via phone call that the screen was scratched. The customer¿s blood glucose level was 272 mg/dl at the time of incident. The insulin pump will be returned for analysis.